Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected the initial reporter and address that was sent incorrect in previous report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. In turn, the ipg became inoperable and stopped providing stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Therapy was restored post operatively.